Event description:
On 7/7/87 an ipp device was implanted. On 6/22/99 pt left voice mail saying he's in "constant pain and my doctor won't take it out." On 7/15/99 pt said that the pain is from a hernia, not the device. Pt asked how to know if device is losing function, if pump bulb does not refill, or is very slow in refilling, pt may have a fluid loss. The pt doctor said hernia is causing pain, but device is also involved because hernia is too close to the reservoir.